Event description:
It was reported during a procedure, the device's jaws would not open fully unless surgeon pulled them open. The surgeon was able to complete the case with the device. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 5/11/2009. Information anticipated, but unavailable at this time.